Event description:
Boston scientific received information that this right atrial lead had dislodged. A lead revision procedure was performed where the lead was reposistioned. There were no adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.